Manufacturer narrative:
Follow-up #1: date of submission 01/12/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the bolus history verifies reported boluses. A 24 hour duration test was performed. No unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There was no damage found to keypad. All buttons respond to presses appropriately. The keypad was removed and no damage was found to the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient¿s blood glucose (bg) today was 18mmol/l. The patient was treated with 4units and noticed there was insulin on board of 4.85. The reporter reviewed the bolus screen and 4.85 units was given this morning and the patient was adamant that they did not give the bolus. One hour later the patient¿s bg was 3.1mmol/l with feeling shaky. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient was treated with carbohydrates and breakfast. This report is being made due to the history settings issue.